Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was in the hospital due to symptoms of gastroparesis. The hospital doctor put the patient on reglan and would prescribe erythromycin if the patient did not improve. It was noted that they wanted the device interrogated and a programmer was sent out. It was unknown what environmental/external/patient factors may have led or contributed to the issue, and unknown what diagnostics/troubleshooting was performed. The issue was not resolved at the time of the report. No further complications were reported/anticipated.